Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced urinary tract infections. It was stated that the patient usage had been stopped so that the patient urinary tracy infection could clear up and urinary tract infections were occurring since prior to using purewick female external catheter as well. They thought that it could be occurring due to purewick female external catheter use. It was stated that the patient had been using this product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the patient experienced urinary tract infections. It was stated that the patient usage had been stopped so that the patient urinary tracy infection could clear up and urinary tract infections were occurring since prior to using purewick female external catheter as well. They thought that it could be occurring due to purewick female external catheter use. It was stated that the patient had been using this product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.